Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that after a da vinci-assisted gastric bypass procedure, the patient experienced postoperative bleeding from their jackson-pratt (jp) tube and required a subsequent exploratory laparoscopy. During the subsequent procedure, no active bleeding was identified. The surgeon believes that the jp bleeding may have been due to a postoperative clot dissolving, or a clot from the 12mm port site that stopped bleeding. The patient is stable and remained hospitalized for an additional day for observation. There were no robotic-related errors or complications reported during the initial robotic procedure. The surgeon confirmed the summary of events and that the patient has progressed well and as expected for their postoperative course.